Manufacturer narrative:
An additional wash that was not configured was added, the sample probe was replaced, and the reagent probe was cleaned. The investigation determined the maintenance actions resolved the issue.

Event description:
There was an allegation of a questionable albt2 tina-quant albumin gen.2 result from the cobas 6000 c501 module. The initial result was 8 mg/dl and the repeat result was 3 mg/dl. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory. The reagent lot number was 560894 with an expiration date of 30-apr-2023.